Manufacturer narrative:
(B)(4). Concomitant medical products: 00811400530, femoral stem 12/14 neck taper extra ext. Offset size 5 130 mm stem length packaged with standard centralizer, 61292753. Rm 4901 000 5, competitor cup, 1210247a. Rm 5110 003 5, competitor liner, 1207253a. Event reported by (B)(6). Multiple MDR reports were filed for this event, please see associated reports; 0002648920-2018-00783. Customer has indicated that the product will not be returned to zimmer biomet for investigation as the location of the product is unknown. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that a patient underwent a total primary left hip replacement. Subsequently the patient expired approximately 25 days post operative due to unknown reasons. Attempts have been made and no further information has been provided.

Manufacturer narrative:
Upon reassessment of the reported event, it was determined to be not reportable as there is no failure alleged against the device. The initial report was forwarded in error and should be voided.

Event description:
Upon reassessment of the reported event, it was determined to be not reportable as there is no failure alleged against the device. The initial report was forwarded in error and should be voided.